Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their insulin pump was not delivering insulin and has reverted to shots. Blood glucose level at the time of the incident was not provided. Customer's parent was not able to troubleshoot due to not having the device at the time of call. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).